Event description:
It was reported that subject (B)(6) had two metastatic lung tumors treated with cryoablation done on (B)(6) 2012. One tumor (0.7x0.5x0.5cm) was in the right lower lobe and one icesphere needle was used. The other tumor was in the right upper lobe (1.8x1.4x1.5cm) and one icesphere and one icerod (not plus) needle were used according to the study database. This subject experienced a pneumothorax during the procedure and it was treated with needle aspiration and resolved the same day. The subject remained in the hospital until discharge on (B)(6).

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated and released.